Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. It was reported that the event occurred in the middle of (B)(6) 2017. The exact date was not provided.

Event description:
It was reported that during use of the portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube, a break was found in the pilot balloon and a foreign substance was observed on the broken section. According to the reporter, the device was in use with an "eco-cath". No patient adverse health outcome was reported and the event was considered resolved. It was reported that the event occurred in the middle of (B)(6) 2017. No information is available regarding how long the device was in use or if the device was tested prior to patient use.

Manufacturer narrative:
One used tracheostomy tube was returned for analysis without its original packaging. Visual inspection of the device found that the inflation line was detached. It was observed that the line could have been stretched due to the marks on the line. A review of the testing and inspection documents was deemed adequate and correct. A review of the manufacturing process found no discrepancies. Based on the evidence, the root cause was unable to be determined.